Manufacturer narrative:
(B)(4). Additional: a service history review revealed that this device was not previously serviced for the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported condition. The root cause investigation is in progress through (B)(4). Correction: section d5 was inadvertently omitted in the initial medwatch report. Section d5 has been provided in this follow-up medwatch report.

Event description:
The facility representative reported a colleague infusion pump with failure code 810.11 during biomedical testing. Device evaluation confirmed the reported condition, which interrupted delivery. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. The user interface module master software version is 5.09.90, which is classified as remediated. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: failure code 810:11 was discovered and confirmed in the device event history by baxter. The assignable cause was determined to be a defective pump head module. The baxter owned device will not be repaired at this time. A follow-up report will be submitted if additional information becomes available.